Event description:
It was reported that, "product was a damaged in shipping. Package was soaked through."

Manufacturer narrative:
Evaluation of the product was not possible as no product was returned. Review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review determined there were no other events reported for this lot. The root cause of the reported damage cannot be determined as there was no odour detected when the damage to the product was noted. It cannot be determined when the damage may have occurred.